Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing an infection originating in her foot. The patient's pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was provided that the patient had an infection of the foot that ended up being systemic. The pacemaker system was extracted as a precaution, but because the patient was pacemaker dependent, the physician used a temporary lead for pacing support. The patient subsequently passed away due to other issues. It was noted that there was never any indication that the infection or the patient's death were caused by the pacemaker system.